Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the received device and found there was some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be partially split in a cross direction with metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to usg-400/esg-400 for testing. As designed an ¿u511 short circuit¿ error message was observed, when activated with the device jaws closed due to the metal exposure. Based on similar reported events, the damage to the teflon pad is most likely attributed to user mishandling. No probe errors observed throughout the evaluation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, while using the thunderbeat hand-piece a probe damage error message was observed. The hand-piece was replaced and the procedure was completed without patient injury.